Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's wife reports that customer received a motor delivery alarm during priming, and believes it is due to using a smaller reservoir. Customer's blood glucose was 70 mg/dl. After troubleshooting, it was advised that insulin pump would need to be replaced. Customer's wife declined to send insulin pump back in case customer does not get an upgrade. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.